Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing and speech performance with the device have deteriorated since (B)(6) 2015.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
The patient's hearing and speech performance with the device have deteriorated since (B)(6) 2015. There have been no reported changes in health or medication.

Manufacturer narrative:
Damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is final report.

Event description:
The patient was seen as he was not hearing as well recently. There were no reported changes in health or medication. However, the patient was hit with the snowball on the head. The patient was re-implanted on (B)(6) 2017.